Event description:
Newton-af clinical study. It was reported that a intellanav stablepoint open-irrigated was used in a ablation procedure on (B)(6) 2022. Post procedure the patient experienced fever. Empiric antibiotics with unasyn were prescribed with follow-up lab data which showing mild leukocytosis and elevated lactate. The issue was resolved on (B)(6) 2022.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.